Manufacturer narrative:
(B)(4).

Event description:
It was reported by clinician the patient had multiple pmt (pacemaker mediated tachycardia) and was complaining about a high heart rate. No intervention had been reported. No patient symptoms were noted.